Event description:
The customer reported the system froze. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.